Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high¿. A specific bg value was not provided. Reportedly, the customer did not load new supplies after running out of insulin. Customer addressed bg level by administering a manual injection. Customer declined further follow up and troubleshooting with tandem technical support.